Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the wire of the mega suturecut needle driver instrument was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during suturing. The issue was not related to the movement of the instrument. There were no cables protruding from the distal tip of the instrument. No fragment fell into the patient's anatomy. The instrument was inspected prior to use and no damage was observed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.